Manufacturer narrative:
In compliance with regulation (EU) (B)(4) of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device. After replacing battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer confirmed that no patient harm was caused. No additional patient information is available.

Manufacturer narrative:
Section h6 results code of initial MDR indicates: mechanical problem identified. Section h6 results code of initial MDR should indicate: cause traced to component failure. Section h6 conclusion code of initial MDR indicates: no device problem found. Section h6 conclusion code of initial MDR should indicate: cause not established. Section h11 additional mfg narrative of initial MDR indicates: in compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device. After replacing battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: in compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. Root cause of the issue could not be determined. Battery pins were replaced as preventive measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.